Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal rmv stent was to be implanted to treat an esophageal leak during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, when the stent was attempted to be deployed, the tip broke off. The stent was fully covered by the outer sheath when it was removed from the patient. Subsequently, the tip was removed using foreign body forceps. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the tip was detached from the delivery system.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of tip detached.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of tip detached. Block h11: correction to the initial MDR in blocks b5 and h6 (device codes).

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal rmv stent was to be implanted to treat an esophageal leak during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, when the stent was attempted to be deployed, the tip broke off. The stent was fully covered by the outer sheath when it was removed from the patient. Subsequently, the tip was removed using foreign body forceps. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the tip was detached from the delivery system. It was reported that the wallflex esophageal stent was to be implanted to treat an esophageal leak. However, per the wallflex esophageal fully covered rmv stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, occlusion of concurrent esophageal fistulas and treating refractory benign esophageal strictures. The device is not indicated for the treatment of esophageal leak.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal rmv stent was to be implanted to treat an esophageal leak during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, when the stent was attempted to be deployed, the tip broke off. The stent was fully covered by the outer sheath when it was removed from the patient. Subsequently, the tip was removed using foreign body forceps. The procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. Note: a photo of the device was provided, and it was observed that the tip was detached from the delivery system. It was reported that the wallflex esophageal stent was to be implanted to treat an esophageal leak. However, per the wallflex esophageal fully covered rmv stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, occlusion of concurrent esophageal fistulas and treating refractory benign esophageal strictures. The device is not indicated for the treatment of esophageal leak.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of tip detached. Block h11: a wallflex esophageal fully covered rmv stent was received for analysis. The stent was received fully covered and un-deployed. Visual inspection found the tip detached and was not returned. Functional inspection was performed, and the stent was able to be deployed. Media inspection on the photo provided observed that the tip was detached from the delivery system. No other problems with the stent and delivery system were noted. The reported event of tip detachment of device or device component was confirmed and was likely due to manufacturing deficiency. However, the reported event of stent failure to deploy was not confirmed because the stent was able to be deployed. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the wallflex esophageal stent was to be implanted to treat an esophageal leak. However, per the wallflex esophageal fully covered rmv stent system instructions for use (IFU), the stent is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, occlusion of concurrent esophageal fistulas and treating refractory benign esophageal strictures. In april 2024, boston scientific initiated a non-conforming events prevention (ncep) investigation to further analyze an increase in "tip detachment of device or device component" complaints associated with the wallflex esophageal stents product family. The investigation found that the observed increase in complaints included devices manufactured from 01 november 2023 through 25 january 2024. A comprehensive review of the manufacturing process was conducted as part of the investigation to determine if factors within the manufacturing process (i.e., process changes, maintenance routines, calibration activity, materials, personnel, environment, and manufacturing work instructions) could have contributed to overall tip adhesion performance. Although a definitive root cause was not identified, overall manufacturing variation was reduced by modifying maintenance routines associated with process inputs (pad change in tip bond fixture), implementing a material change (glue), and reinforcing training/review of manufacturing work instructions. As a result of this investigation, boston scientific placed a ship hold on all impacted wallflex esophageal stent system products manufactured from 01 november 2023 through 25 january 2024. Boston scientific also initiated a voluntary medical device removal of impacted batches (i.e., products manufactured between 01 november 2023 and 25 january 2024) of the wallflex esophageal stent system in august 2024 (boston scientific ref. (B)(4)). A corrective and preventative action (CAPA) investigation has been opened to further investigate these events and determine if additional corrective actions are warranted to further enhance/optimize product performance. This investigation is currently in process.